Event description:
This event was reported as an infected porcine prosthesis; endocarditis, source unk; degenerated valvular tissue with dystrophic calcification associated with fibrinous vegetation; no further info was provided.